Event description:
The customer reported to olympus the image on the visera pro video system center flickers when a camera is connected. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the image flickers when the camera is connected was not confirmed. The device evaluation found failures of the video cable connectors were causing an image issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation an correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty connector was the cause for image flickering when the camera is connected. The cause of the faulty connector could not be identified. Olympus will continue to monitor field performance for this device.